Event description:
The ett cuff would not inflate, it was removed and replaced with another ett. There were no pt problems associated with change out. When removed, it was noted that part of the cuff was missing and the missing fragment could not be located. It was unknown whether the cuff was intact prior to use because a pre-use performance test was not performed immediately prior to use. A cat scan of the pt found no foreign objects present. There was no reported pt injury.